Event description:
The patient fell on the implant site, developed hematoma, and then developed an infection without a break in the skin. The patient has been treated with perioperative antibiotics at implant. The primary location of the infection was the device pocket. A culture was obtained (results not reported). Patient symptoms included redness, swelling and pain. The patient was treated with intravenous antibiotics and total device system explant. The patient also received treatment at the wound clinic. The infection resolved. The patient did not develop meningitis.